Event description:
It was reported that the tip of a high speed frontal finesse bur broke off intraoperatively, but there was no patient contact with the bur. Therefore, there was no patient impact or injury as a result of the event.

Manufacturer narrative:
(B)(4). In response to medtronic's request for device return, the device was returned for evaluation and currently awaiting analysis. The device was returned; evaluation is anticipated but not yet begun. Method: no testing methods performed. Result: results pending completion of evaluation. This device is used for therapeutic purposes.